Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system displayed low out of range right atrial (ra) pacing impedances of less than 200 ohms. It was also noted noise, oversensing and pacing inhibition were observed on the ra channel. There was no asystole reported. The root cause for the clinical observations remains unknown. The decision was made to explant and replace this ra lead along with the associated ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this right atrial (ra) lead was tested with the pacing system analyzer (psa) during the explant procedure, and the impedances remained low out of range. The root cause for the clinical observations was not confirmed. The ra lead is not expected to be returned. No additional adverse patient effects were reported.